Event description:
An MRI confirmed the "intracapsular rupture" event. The device has been explanted, replaced, and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "bilateral intracapsular rupture" and "patient is also requesting for information on national registry info for recalls and incident rates of bia-alcl". This record represents the left side. Device remains implanted.